Manufacturer narrative:
A steris service technician arrived on site to inspect the device and found the lamp change pc board had failed, causing the loss of illumination from the lighthead. The technician replaced the pc board and tested the light for correct function; the light was confirmed operational and placed back into service.

Event description:
The user facility reported one of two lightheads of an sq240 dual surgical light stopped providing illumination during a surgical procedure. No injuries were reported. A minor procedural delayed occurred as the remaining lighthead was adjusted and repositioned.